Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse initially called for assistance with uploading the insulin pump's information. It was stated that they could not upload the data because they were getting a message to update java. They were assisted with updating java and were able to complete the upload. During the call, the customer's spouse reported that the customer had high blood glucose of 400 mg/dl because she has an epidural injection and she her blood glucose level tend to increase every time she gets it.